Manufacturer narrative:
A service visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during two procedures, a system message displayed and the auto gas fill could not be performed. The cases were completed by manually gas injection. There was no patient harm.